Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer hypotube of a 6/7f mynxgrip vascular closure device (vcd) did not come out of the shuttle tube and the sealant was never deployed. Hemostasis was achieved by manual compression for 15 minutes with a sandbag. There was no reported patient injury. The device was used in an interventional procedure using a retrograde approach. The deployer was trained in the use of the device. The device was used with a 6f non-cordis sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. The user shuttled down completely. There was no significant resistance when shuttling down. A little amount of unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. The device was discarded, however 1 sterile device will be returned for evaluation along with a photograph of the failed device.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the advancer hypotube of a 6f/7f mynxgrip vascular closure device (vcd) did not come out of the shuttle tube and the sealant was never deployed. Hemostasis was achieved by manual compression for 15 minutes with a sandbag. There was no reported patient injury. The device was used in an interventional procedure using a retrograde approach. The deployer was trained in the use of the device. The device was used with a 6f non-cordis sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. The user shuttled down completely. There was no significant resistance when shuttling down. A little amount of unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. The device was discarded; however 1 sterile device will be returned for evaluation along with a photograph of the failed device. The product used during the procedure was not received for analysis; however, a sterile unused mynxgrip vascular closure device 6f/7f device from the same lot and catalog was received for evaluation within its original sealed package, and a picture of the product failure was provided. Per picture analysis, the sealant was visible and observed mounted on the distal portion of the cartridge. The device appears to be inserted in the patient, and the physician is showing that the sealant is still in its manufactured position in what appears to be an unsuccessful deployment. Nevertheless, no evidence of the deployment mechanism activation was shown in the pictures; therefore, it is not possible to confirm the failure to deploy reported event. No other anomalies of the product can be noticed on the attached picture. Per the product analysis of the received device, the sterile device was unpacked to proceed with the product evaluation. Visual inspection of the received device showed that the shuttle was engaged to the black handle; and the sealant and the advancer tube were observed in their manufactured positions, as expected. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. Dimensional analysis was performed in order to verify the advancer tube¿s length and distance between the proximal and distal tamp locks; and the results were noted to be within specification. Per functional analysis, a simulated deployment test to ensure the functionality of the returned device was performed. The shuttle was advanced completely without issue, and the advancer tube was observed properly engaged to the proximal tamp lock during the device failure investigation. Furthermore, the sealant was deployed successfully. Per microscopic analysis, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure with high magnification, and no damages were found to the tamp locks. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not confirmed through analysis of the received picture since the image did not present evidence of a deployment attempt although the sealant was visible on the catheter. Also, the event was not confirmed through analysis of the returned sterile device since it passed functional analysis of the deployment mechanism. The exact cause of the issue experienced by the customer could not be determined during picture and product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the sterile device was able to pass functional analysis to deploy the sealant with no anomalies/damages noted. However, procedural/handling factors (such as an incomplete engagement of the advancer tube during deployment due to incomplete shuttling) possibly contributed to the issue experienced by the customer. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the picture analysis, the product analysis of the sterile device, nor the information available for review, suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.